Event description:
International affiliate reports the cage was inserted during spinal surgery but the surgeon was dissatisfied with its position. When attempting to reposition the cage, a portion of the device broke off. The broken piece was removed from pt but the rest of the cage was reimplanted. The surgical procedure was delayed as a result of this difficulty, however, the length of the delay is unk.

Manufacturer narrative:
The device is not available for eval. Review of the device history record cannot be performed as the lot code is unk. The cause of cage breakage cannot be positively determined. However, it is likely that excessive torque or force was applied during the placement and/or repositioning of the cage. The accompanying IFU describes the need for correct handling of the implant. At this time, the complaint is considered to be closed.